Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was not meeting the proper rate response during exercise due to the blended sensor feature. The minute ventilation (mv) was reprogrammed. Subsequently, there were multiple increases of the maximum sensor rate (msr) due to the mv being programmed at a high value. In addition, it was noticed that the heart rate increased when the patient bent over. Technical services (ts) recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.